Manufacturer narrative:
The manufacturer previously received information alleging a thermal event to a dreamstation auto CPAP device. The user alleged burning/smoke/electrical odor, and not being able to sleep since the device stopped working after it caught on fire. There was no report of patient harm or injury. The manufacturer received additional information alleging visualization of particles.

Manufacturer narrative:
The manufacturer previously received information alleging a thermal event to a dreamstation auto CPAP device. The user alleged burning/smoke /electrical odor, not being able to sleep since the device stopped working after it caught on fire, and visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found evidence of foam degradation. Using a known good power supply and power cord the product investigation lab powered on the device and initiated therapy and verified airflow. During review of the error logs, the lab determined the device was likely reset prior to receipt due to having 11245.0 machine hours and 0 blower and 0 therapy hours. There were 0 errors logged. Care orchestrator data was not available for download. During the investigation, the product investigation lab observed an unknown dust contamination on the rear panel, the top enclosure, front panel, and bottom enclosure. Hairlike particles were observed on the bottom enclosure. The blower and blower box were both observed to have contamination consistent with foam degradation on them. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown was observed. The product investigation lab is unable to directly address the symptoms and cannot confirm the complaint of the device catching on fire or not working. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges burning/smoke/electrical odor, and not being able to sleep since the device stopped working after it caught on fire. There was no report of patient harm or injury. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following fields has been updated in this report: in box g: date received by mfg has been updated. In box h6: (device) problem code grid, conclusion code grid has been updated.